Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.017. Lot: l898454. Manufacturing site: bettlach. Release to warehouse date: 07. August 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the device was returned completely on its own and not stuck to an aiming arm (part was not returned) upon visual inspection no issues/damage was noted with the instrument that would impact functionality of the device. There is some minor wear on the device. Functional test: a functional test could not be performed as mating aiming arm were not returned or available during the investigation, and no components were damaged or missing. Dimensional inspection: shaft dimensions measured and found to be confirming per relevant drawings. Document/specification review: the relevant drawing(s) was reviewed: no design or manufacturing defect or deficiency was observed during the investigation. A manufacturing record evaluation was performed for the returned instrument¿s lot number, no ncrs and no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Conclusion: the complaint is unconfirmed for this part as no issues were observed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal femoral nail system (tfna) procedure on (B)(6) 2019, the blade screw guide sleeve was jammed into the 130 degree aiming arm and was not able to be pulled back and released when pushing it and taking off the handle. It was simply removed by a 130 degree aiming arm. Procedure was completed successfully with no delay. Patient was not affected. Concomitant medical products: handle (part: unknown, lot: unknown, quantity: 1). This report is for a blade/screw guide sleeve. This is report 1 of 2 for (B)(4).